Event description:
It was reported that interrogation prior to the generator changes noted that the right ventricular (rv) lead exhibited a raised of capture threshold, dropped of pacing impedance and noise oversensing that caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.